Event description:
A hospital in (B)(6), reported to a fisher & paykel healthcare (fph) product manager that the glider on a bc191 flexitrunk infant nasal tubing broke after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was returned to fph in (B)(4)and was visually inspected. Results: visual inspection revealed that one side of the glider was broken, confirming the reported fault. The surface of the break was smooth. No other damage was observed during inspection. A lot check as not performed as lot information was not provided. Conclusion: the bc191 flexitrunk infant nasal tubing is a single use nasal tubing that is 70mm long. The headgear or bonnet attaches to the glider to hold the nasal prongs in place. The damage appeared to be caused by the weak point on the glider, which subsequently contributed to the glider breaking. This is evidenced by the smooth break. All flexitrunk infant nasal tubings are visually inspected before they leave the production line, and those that fail are rejected. This suggests that the damage occurred after the subject nasal tubing was released for distribution. A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk nasal tubing.